Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a fall and landed directly on the lead extension site. Months later the patient developed an infection and wound dehiscence at the site of the lead extension boot. The patient underwent a revision procedure where the lead and lead extensions were explanted. A culture was taken but results were not obtained. The explanted devices were retained by the medical facility and were not returned. Additional information was received indicating that it was the right-side lead, lead extension and burr hole cover that were explanted. The right-side lead and bhc were reported in (see MFR. Report #(B)(4)). The left side lead, lead extension reported in this initial report remains implanted. The patient was administered antibiotics and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7127357, UDI: (B)(4). Product family: dbs-extension: upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7127393, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a fall and landed directly on the lead extension site. Months later, the patient developed an infection and wound dehiscence at the site of the lead extension boot. The patient underwent a revision procedure where the lead and lead extensions were explanted. A culture was taken but results were not obtained. The explanted devices were retained by the medical facility and were not returned.

Manufacturer narrative:
Device history record review: a review of the manufacturing records associated with these devices indicated that they were successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. Labeling review: a labelling review was performed, and it did not reveal any anomalies as it states infection, implant site complications such as poor healing, redness, swelling, wound reopening, gait difficulty and falls are known risks with the use of deep brain stimulation (dbs). Investigation conclusion: the devices were not returned as they were retained by the medical facility. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. This review determined the reported event of infection, wound dehiscence, gait difficulty and falls are known risks associated with the use of deep brain stimulation (dbs) as documented in the instructions for use (IFU).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a fall and landed directly on the lead extension site. Months later the patient developed an infection and wound dehiscence at the site of the lead extension boot. The patient underwent a revision procedure where the lead and lead extensions were explanted. A culture was taken but results were not obtained. The explanted devices were retained by the medical facility and were not returned. Additional information was received indicating that it was the right-side lead, lead extension and burr hole cover that were explanted. The right-side lead and bhc were reported in (see MFR. Report #(B)(4)). The left side lead, lead extension reported in this initial report remains implanted. The patient was administered antibiotics and was doing well postoperatively.